Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using a beta bionics ilet insulin pump. According to the reporter via beta bionics report, on 12/09/2025 at 4:00 pm, the dexcom g7 displayed a value of 97 mg/dl, while a manual blood glucose measured 30 mg/dl. The patient became hypoglycemic and sought hospital care. Details of the hospital evaluation, treatment/medication, and outcome were not included in the beta bionics report. It was noted that the patient¿s physician suspected the cgm had been inaccurately reading for several days (unknown values) and affecting the algorithm. At the physician¿s request, the patient¿s daughter requested a beta bionics agent to guide them through a system reset. No other details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available